Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the his bundles (right ventricular (rv)) lead after the patient was in a motorcycle accident and fell. The lead was explanted and replaced, however the replacement lead had high torque build up and was attempted / not used and replaced. No patient complications have been reported as a result of this event.